Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, verified the reported issue. At the customer's request, physio-control provided the biomedical engineer with the part number for a replacement main keypad assembly to resolve the reported issue. The device has not been returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the charge, shock and energy up buttons would only respond intermittently when pressed. As a result, defibrillation could be delayed, or prevented, if it were necessary. The customer advised that there was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. The customer advised that there were no further details available about the patient or the event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that the charge, shock and energy up buttons would only respond intermittently when pressed. As a result, defibrillation could be delayed, or prevented, if it were necessary. The customer advised that there was patient use associated with the reported event; however, there were no adverse effects to the patient as a result of the reported issue. The customer advised that there were no further details available about the patient or the event.